Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed due to no confirmation from the site allowing completion of a system checkout and replacement of the reported batteries. Return requested. Replacement 8-pack battery kits shipped to site 11/22/2016 & 6-pack battery kit shipped to site 11/28/2016. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A site, biomed, representative reported that, while outside of a procedure, the imaging system batteries would not charge. No additional information was provided. There was no patient present when this issue was identified.